Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: h6 (type of investigation).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the installation of the cardiosave intra aortic balloon pump (iabp), the unit would not charge the batteries. No patient was involved.